Event description:
Caller states that the inform meter has a burn mark underneath the touch screen and the display does not show up in the burned area. The burn mark is in the middle of the display, and curls up and to the right. The caller stated that they noticed the burn mark two months ago, but the meter was operating fine. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.